Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the balloon dissector had been torn when the surgeon was about to use it. The surgical time was not extended by more than 30 minutes due to the product problem, there was no unanticipated tissue loss, there was no tissue damage as a result of this problem, there was not blood loss of 500 cc or more due to the product problem.